Manufacturer narrative:
One device was returned for investigation. It was reported that cassette not attached error, confirmed through 50ml cassette test and occlusion test. Found latch lock sensor defective. Placing pump on hold for lath lock sensor. Upon further investigation found battery cap nicked, replaced battery cap. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced a ¿cassette not latched¿ alarm. The event occurred during testing.